Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via phone call of high blood glucose readings from the insulin pump. The customer had readings in the 300-483 mg/dl range. The customer stated that ever since she has been on the pump, she has not gone under 200 mg/dl. While on the phone, the customer's blood glucose reading was over 350 mg/dl. The customer stated that she had family issues which stressed her out. The customer was advised to follow up with her health care provider.